Event description:
It was reported that during pre-dilation of a posterior descending right coronary artery lesion, a nc trek (2.5 x 8 mm) ruptured on the first inflation at 12 atmospheres. The nc trek (2.5 x 8 mm) was removed without difficulties. A xience v stent was implanted and another nc trek (2.75 x 8 mm) balloon was used for post-dilatation completing the procedure. There was no adverse patient effect and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.